Event description:
It was reported that a cadd-ms® 3 ambulatory infusion pump was not functioning properly. The patient reported still seeing medication remaining in the syringe, and the pump did not alarm "cartridge low" just yet. A nurse at the pharmacy went through troubleshooting process with the patient and determined that the pump was not registering the new pump rate. The nurse had the patient reprogram the pump rate three times, however, the new rate did not register. No "se" or adverse event was reported.